Event description:
Customer reported an image saturation error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the darlington transistors. System operates as intended.